Manufacturer narrative:
Unable to determine date of manufacture as the serial number provided by the user facility is incomplete. Nova biomedical has reached out to the risk manager at the facility to obtain additional information in order to perform a comprehensive investigation. To date, attempts to obtain additional information have not been successful. Unknown if device available for return.

Event description:
Received user-facility report # (B)(4): routine poc blood glucose result of "hi". Blood sugar rechecked with different glucometer with reading of 151.

Manufacturer narrative:
Customer complaint was not confirmed. No product was returned for evaluation. A review was conducted for the lot available for use on or around the time of the event and lot# 0316290309 was identified. A DHR review of the test strip lot was performed. The DHR was complete and contained all relevant data indicating that the released product met all specifications. Retained test strips for this lot were tested as part of the complaint investigation. The test strips met all performance test specification and no discrepant values were obtained. The customers alleged deficiency could not be replicated.